Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a driveline infection on (B)(6) 2020. The patient presented to the clinic with symptoms of redness and drainage. Cultures came back positive for pseudomonas and the patient was admitted the same day. On (B)(6) 2020 the patient was treated with irrigation and debridement (I&d) and antibiotics. The symptoms resolved following treatment. On (B)(6) 2020 the patient was discharged home on antibiotic merrem. The patient was monitored as outpatient on long term antibiotics.